Manufacturer narrative:
Manufacturer's investigation conclusion: the returned heartmate 3 system controller (serial number: (B)(6)) was functionally tested. During testing the controller alarmed with a driveline power fault alarm upon being connected to a mock loop. A driveline power fault alarm was activated due to a failure within fuse b. The fuse was replaced and resubmitted for functional testing. With the replacement fuse inserted, the controller was able to support pump function and the alarm was resolved. The issue was isolated to the modular cable and is further investigated via the modular report: MFR # 2916596-2021-06293. A root cause for the reported event and damage to the fuse b was determined to be due to the modular cable. Incidental findings: conductor breakdown, damage main pcb, damaged strain relief the device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6)2017. Heartmate iii instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate iii patient handbook under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault alarms. Heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. Heartmate iii patient handbook section 2- ¿how your heart pump works¿, under sub-section titled "connecting the driveline to the system controller", provides the proper steps for connecting the driveline to the system controller. This section informs the user to ¿align the white arrow/alignment mark on the driveline cable connector with the white arrow on the system controller driveline connector.¿ heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Both the modular cable and controller were replaced with no patient consequences, the exchanges resolved the alarms.

Event description:
It was reported that the patient had a driveline power fault alarm. The patient reported and denied any trauma or damage to the driveline. The patient was brought to the clinic, and the alarm was unable to be cleared. Log file analysis captured controller internal faults on (B)(6) 2021 at 18:20:30 followed by driveline power faults. If the patient can tolerate it, a modular cable and controller replacement may be required to resolve the issue. Related pump MFR# 2916596-2021-06293.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.